Event description:
During care of a patient, the monitor/defibrillator device quit working, batteries were fully charged and plugged in. The device shut off on own and would not turn on. The device was being used to monitor the patient's blood pressure, pulse and oxygen saturation. The device was shut off and then unplugged and turned on. The device was working again while proceeding to the hospital and then the device shut off again. When turning on, the battery light was not registering, red on for a short time, screen blank and then turned on. Patient's parent became upset because the device did not work properly. Crew members discussed the concerns with parent. There was no detriment to the patient. The device was pulled from service and sent to biomedical engineering for inspection. Follow up: biomed confirmed that the device shuts itself off. Disconnected the ositech usb cable and the problem went away. Noted there was no external physical damage to the cable. Biomed contacted ositech regarding cable issue.